Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; the keypad became unresponsive and when the customer changed the battery the device alarmed button error. The patient's blood glucose at the time of incident was 450 mg/dl, which the customer treated via manual insulin injection. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer also mentioned that he was unable to clear the button error alarm due to the unresponsive keypad, but he declined troubleshooting for the alarm. He also declined troubleshooting for his high blood glucose. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The passed the displacement, self test, off no power, and unexpected restart tests. The pump alarmed motor error during the basic occlusion test due to a slightly loose and tilted drive support disk. Unable to perform the occlusion, prime and excessive no delivery alarm test due to the motor error alarms. Upon visual inspection the motor had a corroded home switch. All operating currents were within specification. All buttons functioned properly. However, found moisture damage on the keypad traces. No button error alarms were noted during testing. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked case and broken battery tube threads.